Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the new spare part control panel was installed in the arctic sun device. It was stated that upon doing screen calibration the screen of the arctic sun device was inverted.

Event description:
It was reported that new spare part control panel was installed in the arctic sun device. It was stated that upon doing screen calibration the screen of the arctic sun device was inverted. As per additional information received on 10may2022. It was stated that the spare part arrived damaged from possible shipping issue. This part was never installed into a device and arrived to customer broken. Issue was resolved by returning faulty part and receiving a new spare part pump.

Manufacturer narrative:
Upon further review on investigation, it has determined that this MDR event is not reportable.